Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 24 alarm, pump error 40 alarm, unexpected battery power loss or frozen display noted during testing however pump error 24 alarm is found in the downloaded history files due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had this alarm was generated when a power failure was detected as well as motor safety circuit failed test as well as insulin pump screen turned off. The customer's blood glucose level was 123 mg/dl. Troubleshooting was performed for insulin pump error alarm. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer stated that the insulin pump did not turned on. Customer was advised to the insulin pump would need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.